Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are also unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported by the prestataire that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod also reportedly detached from the infusion site, causing the cannula to dislodge. No impact to the patient's glucose level was reported.